Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use and that it is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured provisional was found during kit inspection. There was no reported patient involvement.